Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix st and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol phasix st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix st and ventralight st on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with parastomal and incisional hernia thereby underwent robotic laparoscopic repair with implant of phasix st mesh (device #1) and ventralight st mesh (device #2) using echo ps. Per op notes, ¿a phasix st mesh (device #1) was affixed to right lower quadrant covering the parastomal hernia and a ventralight st mesh (device #2) was placed using echo ps covering entire midline incisional hernia." (B)(6) 2019 - patient was diagnosed with superficial wound infection thereby underwent repair with removal of phasix st mesh (device #1). Per op notes, ¿parastomal hernia mesh (device #1) was scarred down and incorporated into abdominal wall tissue. There was small purulent fluid on top of parastomal hernia without involving the mesh was evacuated. Took down the adhesions and the mesh was excised.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2018) is considered to be a best estimate. This supplemental emdr represents the bard/davol phasix st mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.